Manufacturer narrative:
Patient had a history of hyperlipidemia and previous stroke. Index procedure was prompted by stable angina.

Event description:
It was reported that during the index procedure the patient received three resolute integrity drug eluting stents; two in the lad and one in the 1st diagonal vessel. It was reported that 5 days post index procedure, the patient died after being taken to hospital by ambulance. Cec assessed the event as cardiac death because it was a sudden death of unknown cause.

Manufacturer narrative:
(B)(4).